Event description:
It was reported that the balloon had a hole. The 90-95% stenosed, target lesion was located in the highly calcified anterior tibial artery. A 3.0x220x150 sterling catheter was advance for dilation. However, during inflation at nominal pressure, the balloon was observed to not hold pressure. The balloon was taken out and inflated outside the body, where the physician noticed a hole. Atherectomy was performed with 2.0mm rotablator. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 39.8cm distal from the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon had a hole. The 90-95% stenosed, target lesion was located in the highly calcified anterior tibial artery. A 3.0x220x150 sterling catheter was advance for dilation. However, during inflation at nominal pressure, the balloon was observed to not hold pressure. The balloon was taken out and inflated outside the body, where the physician noticed a hole. Atherectomy was performed with 2.0mm rotablator. The procedure was completed with a different device. There were no patient complications nor injuries reported.